Event description:
It was reported that the patient reported received 13 shocks and had indicated that the lead had a fracture. The lead was replaced.no further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). Concomitant product: d274trk implantable cardioverter defibrillator (ICD); 5076 pacing lead (B)(6) 2010. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.